Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was 450 mg/dl. Customer addressed bg with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.